Event description:
The facility reported the pump delivered 5cc's more medication that was programmed. This was fuond duirng a pt intfusion. No pt injury occurred, and no medical intervention was needed.